Manufacturer narrative:
The pump passed basic occlusion test, occlusion test, prime/ compromised force sensor test, excessive no delivery test and displacement test. No unexpected no delivery alarms were noted. The pump was received with intermittent buttons due to moisture damage at keypad traces. The pump was received with scratched lcd window. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had keypad anomaly and no delivery alarm. The blood glucose at the time of the incident was 129 mg/dl. The customer states the no delivery alarm is reoccurring. However during fill cannula the suspend came up and then the numbers began to ramp up. The device will be returned for analysis.